Event description:
It was reported that as the doctor was advancing the lens in the pt's eye, the plunger "came off" and the haptic was torn. The lens was cut and the incision was enlarged to remove the lens. A backup lens was implanted successfully. Additional info has been requested, but has not been received. Please ref MDR# 1119279-2014-00246 for the intraocular lens used during this event.

Manufacturer narrative:
The delivery device has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.